Event description:
A pump malfunction was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, and no further malfunctions occurred afterward. The customer was advised to continue using the pump and to call back if any issues recurred, which the caller understood.